Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent dexcom g7 sensor readings on the ilet, with values displaying briefly before reverting to dashed lines, followed by spontaneous recovery to a stable glucose value. Symptoms included no adverse clinical effects and no changes in blood glucose status. Outcomes included no injuries, no medical intervention, and no interference with daily activities. Investigation included technical support troubleshooting and user education. Investigation of this case revealed transient signal loss between the cgm and the ilet with subsequent resolution and no device malfunction confirmed. It was concluded that the event was consistent with temporary communication disruption without patient impact and without evidence of device failure.